Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that due to the nozzle clogging, the air supply volume did not meet the standard value; due to the nozzle clogging, the water supply volume did not meet the standard value. Additional evaluation findings were as follows: nozzle had foreign objects; due to wear of the angle wire, bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, light guide bundle was slipping down, adhesive around light guide lens was peeled, due to dirt on light guide bundle , illumination was uneven, objective lens had discoloration, suction cylinder was shaved, forceps elevator had a scratch, free-engage knob had a scratch, upward/downward angulation control knob had a scratch, right/left knob had a scratch, protector of universal cord on suction connector side had a scratch, scope cover unit had a scratch, due to dirt on the objective lens, there was a lack of image on the monitor, plug unit had discoloration, scope cover had a scratch, suction connector had corrosion, suction connector had a scratch, control unit had discoloration, control unit had a scratch, light guide bundle is slipping down, due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, the switch box had a scratch, due to dirt on light guide bundle , illumination was uneven. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had air/water flow issues. The device was returned for evaluation. During the device evaluation, a foreign object was found inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif-1200n operation manual chapter 3 preparation and inspection. Gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.